Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components and 2 devices had worn components. The devices were repaired and returned. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction event(s), where it was reported the jack was drifting. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components and 2 devices had worn components. The devices were repaired and returned. The final 2 devices were evaluated in the field and the issue was confirmed; both devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction event(s), where it was reported the jack was drifting. There was no patient involvement.